Event description:
A report was received that the patient had a previous revision procedure (MFR report #: 3006630150-2014-02287) and the patient¿s dressing at the pocket site was leaking. It was believed that it was just a serous fluid. The patient underwent a revision procedure wherein the ipg was explanted, lead was cut, and the upper portion of the lead was left implanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had a previous revision procedure (MFR report #: 3006630150-2014-02287) and the patient¿s dressing at the pocket site was leaking. It was believed that it was just a serous fluid. The patient underwent a revision procedure wherein the ipg was explanted, lead was cut, and the upper portion of the lead was left implanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. Model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician believed that the dressing at the pocket site which was leaking with a serous fluid was not procedure related, but was due to patient¿s obesity. The patient underwent a procedure wherein a new ipg was implanted, the lead extension that was left in the patient¿s body was removed, and the lead was attached to the new ipg. The patient was reportedly doing well postoperatively.